Event description:
We opened a ruby coil. The scrub nurse attempted to prep this for the surgeon and a piece of it broke. We were unable to fix this to be utilized. We ended up having to waste it. The actual coil was taken off of the sterile field. Per rn scrub, it separated when I was trying to get it out of the coil it comes in. Not sure if it was user error (as in I pushed it too much trying to get it out quickly) or if it was defective. By that point in the case it was very likely user error but since we weren't 100% sure we figured it was better safe than sorry and reported it.